Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been having ongoing high blood glucose (bg) levels (437 mg/dl, current bg 229 mg/dl)). The customer has heard "gurgling" sounds from the pump and did not think that it was delivering insulin properly. Insulin injections were administered to address the bg level. The customer stopped the insulin delivery via the pump and received a valid resume pump alarm. Tandem technical support educated the customer on the resumed pump alarm. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg with a healthcare provider. The customer was to monitor the bg level.